Manufacturer narrative:
Received a product sample and it was confirmed to be a convatec product: 18 unomedical hvlp murphy 7.5mm. The product was unused and did appear to have ink spots near cuff based on visual inspection. The product is held until investigation phase is complete. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to correct eval summary narrative, which stated that photos were attached. This was stated in error as no photos were attached to the supplemental #01 MDR on july 19, 2017, with MFR report# 9611710-2017-00003 to the FDA. Photos were taken of the returned product during visual inspection regarding the reported event to assist with the investigation process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). (B)(6). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted.

Event description:
Complaint received from a hospital pharmacist reporting "when we used yesterday, we found there some stranger inside look like dust or bio germ." Photo depicting pinpoint size black dots on the cuff of the device. No further information was provided.